Manufacturer narrative:
On (B)(6) 2021, bwi received additional information regarding the event. The patient is a 82-year-old male. A manufacturing record evaluation was performed for the finished device 30518678m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 25-oct-2022, bwi received additional information regarding the event. The relationship to the study device is "not related". Further adverse event/injury is not expected or anticipated in relation to this case. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 4-aug-2021, bwi received additional information regarding the event. The patient did not undergo a procedure with a qdot micro. It was reported that (B)(6) underwent an atrial fibrillation (afib) ablation procedure with thermocool® smart touch¿ electrophysiology catheter. A transseptal puncture was performed with a brk1, abbott. There was no evidence of steam pop. The event occurred: during ablation phase: after ablation of the first circle (left), blood pressure started dropping a tiny bit. Ablation on the right was started. Echo was performed when pressure kept dropping. Tamponade observed. An irrigated catheter was used in the event and the flow setting was 30cc. The correct catheter settings were selected on the generator. The pump was not switching from low to high flow during ablation because it was done with a st (power control ablation) so no flow switching during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features: graph, dashboard, vector & visitag with the visitag module parameters for stability: 3mm, 3s, 30% fot, min 4grams, size 3mm, coloring thresholds: 550-550. No additional filter was used with the visitag and no color options were used prospectively. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that during a bwi clinical study, a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle. The patient suffered cardiac tamponade requiring prolonged hospitalization. The severity of the incident was severe, yet the patient did not expire, sustain a life-threatening illness or injury, or experience a permanent impairment of a body structure or a body function including chronic diseases. However, surgical intervention had occurred in order to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function. Afterwards, it was reported that the patient suffered serious deterioration in their health. The event was classified as having a causal relationship between the event and the procedure. After the procedure and hospitalization, the patient was reported to be recovering and that their issue was resolving. Since this event is life threatening and required surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure; is to be considered serious and MDR reportable.